Event description:
The facility representative contacted baxter to report an intermate that was returned form a patient after the ending part of the tube was disconnected together with the cap. The event occurred before patient use. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Event description:
Reporter alleged that an intoxicated patient received a result of 267 mg/dl on the inform system compared back to back with a result of 90 mg/dl on the lab system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.